Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was 'not feeling very well' since the new device implant. The patient had it adjusted, but was still not feeling right. The patient was referred to their physician to discuss further. The patient later visited their physician, and it was determined that the device was functioning appropriately. The device is still in use. No patient complications have been reported as a result of this event.